Event description:
It was reported to philips that the system does not start up. The device was not in clinical use. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and evaluated the system. Upon troubleshooting, the fse found there was no 24v power supply in the fan tray, preventing the system from being turned on. The defective fan tray was replaced and returned to philips for further analysis. The analysis confirmed the fan tray malfunction and found that a malfunctioning power supply unit (psu) and electrical overstress (abnormal use caused by customer) was the root cause of the issue. Following the replacement of the pdu (power distribution unit) fan tray and dcps (direct current power supply), the system was returned to use in good working order. The codes were updated based on the investigation outcome.